Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at ICD change-out, oversensing with inadequate shocks were observed. The lead was capped and replaced.